Event description:
Customer reported that "masimo handheld oximeter did not read reliably during resuscitation with ppv and oxygen; pt data status read on off on off en route to nicu."

Manufacturer narrative:
Multiple attempts were made to obtain add'l info from the customer. The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.